Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that in (B)(6) 2017 the patient had syncope and worsening heart failure symptoms. The patient presented to the implanting center in (B)(6) 2018 for multiple syncopal events and volume overload. The lvad inflow cannula was found to be misaligned causing dynamic occlusion. The patient was conservatively managed via speed reduction to 9000 rpm (from 9800 rpm) and increased dose of diuretic. In (B)(6) 2018 the patient was admitted again for shortness of breath. Right heart catheterization (rhc) showed elevated biventricular (biv) filling pressures and pa pressures. Filling pressures were unchanged with increasing lvad speeds up to 9800 rpm;however, the patient appeared to tolerate speeds at 9400 rpm. The patient was evaluated at (B)(6) medical center on (B)(6) 2018 for consideration of possible lvad exchange. The patient underwent pump exchange from the heartmate ii to the heartmate 3 on (B)(6) 2018.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported mal-alignment of the inflow lvad tract causing dynamic occlusion could not conclusively be established through this evaluation. The device was not returned for evaluation. The hmii IFU provides information regarding the implant and orientation of the inflow conduit. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.